Event description:
The customer reported inaccurately low blood glucose readings with co's test strips. He opened the bottle of test strips approx 2 weeks ago and obtained readings in the 70-80 mg/dl range. His usual readings with another test strip are in the 120-140 mg/dl range. He used the test strips for approx one week and then decided to purchase some other test strips and compare readings. A fasting blood glucose reading with other test strip was 122 mg/dl. At the same time, with co's device, the reading was 75 mg/dl. The customer performed a normal control solution test and the meter gave the message "not enough blood". He stated that a check strip test result was in range (no specific result available). The code was set correctly for all tests. The desiccant is in the bottle of device. The customer keeps his testing supplies in the kitchen. When the co rep called the customer (returned message) he was outside using a cordless telephone. He did not have his testing supplies so no tests were performed with the rep.